Event description:
The customer reported that the surgeon received burns while using an unknown type of monopolar pencil with the generator. The degree and the treatment of the burns have not been made available by the site contact. Multiple attempts for additional information regarding the incident have been made by the international covidien personnel. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The unit was evaluated at the site and nothing was found that would have caused or contributed to the reported event of the surgeon receiving burns off the machine. The generator was fully tested and no fault could be found with the unit. If additional information pertinent to the incident is obtained a follow-up report will be submitted.